Manufacturer narrative:
The instrument involved in this complaint has been received and tested by failure analysis. The instrument was found to have a damaged grip cable.

Event description:
It was reported that during a da vinci-assisted partial nephrectomy surgical procedure, the fenestrated bipolar forceps instrument stopped working properly as it stopped responding to the surgeon's console and barely moving. When removed and inspected, the wire was found to be broken, so it was not used again. The instrument still had 5 lives. The procedure was completed with no reported injury.